Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional info. The user facility reported that there was no report of pt harm with no other details provided. The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The subject device was found without image. The other tube was noted with multiple dent marks. The reported phenomenon was attributed to physical damage due to mishandling. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus was informed that during an unspecified procedure, the image went blank. No further details were provided.